Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "an attempt is made to place a catheter with a registered trademark and at the time of passing the catheter the guide is thicker than this, which makes it impossible to properly pass it, presenting deformity within the inserted vein due to the pressure given for the passage of the catheter. Thus, also occluding one of the vias. It is already covered with the vascular wall." No patient injury or complication reported. The patient's condition is reported as "good".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "an attempt is made to place a catheter with a registered trademark and at the time of passing the catheter the guide is thicker than this, which makes it impossible to properly pass it, presenting deformity within the inserted vein due to the pressure given for the passage of the catheter. Thus, also occluding one of the vias. It is already covered with the vascular wall." No patient injury or complication reported. The patient's condition is reported as "good".